Manufacturer narrative:
The reported impedance measurement anomaly was not reproduced in the laboratory. The device passed all bench and automated electrical tests. No out of range pacing lead impedances were detected during these bench tests, which included long term soak test with the original implanted associated lead. The cause of the anomaly was not conclusively determined, but possibly an intermittent lead tip to patient interface or lead to device connection issue.

Event description:
It was reported that the rv lead impedance was occasionally high in (B)(6) 2011. It was not determined which device was causing the high impedance measurements. Hence, both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.